Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While the patient was on support, the automated impella controller (aic) had the pressure transmitter mounting component malfunction. The device was replaced. There was no patient harm.

Manufacturer narrative:
The investigation for the console (aic) purge issue has been completed. Logs were not relevant to this failure. The console was returned for evaluation. Upon visual inspection, the device was missing the purge flag. Therefore the cause of the issue was a missing purge flag. Corrections to the initial MFR report: d2 common device name; f6/f8 should have been left blank.